Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens is not damaged. The delivery device was not returned. A functional test was performed using a sample delivery device. The lens loaded and delivered without difficulty. The lens was not "slow" to open during functional testing. The lens opened as intended. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Manufacturer narrative:
Additional information: the lens was returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information received described the event as, "the lens was slow to open and patient strained, popping the lens out of the bag. In efforts to reposition the lens in the presence of positive pressure, the capsular bag was rent. Iol was exchanged for 3 piece at same sitting." In the surgeon''s opinion the likely cause of the event was "iol slowness to open once in the bag, along with patient positive pressure. The patient''s current prognosis was described as "ok".

Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed due to unk reasons. The incision was enlarged and sutures were required. No other information available. Additional information has been requested, but no additional information has been rec'd.